Event description:
The customer reported to beckman coulter (bec) that they obtained high white blood count (wbc) and hemoglobin (hgb) recovery on the coulter lh 780 hematology analyzer. The customer confirmed that no patient results were released outside of the laboratory and stated that most of the results had hematocrit and hemoglobin (h&h) check fail flag. There was no death, injury or effect to patient treatment associated with this event. Patient printouts were not supplied by the customer as they were no longer available. This MDR is to report an event occurred on (B)(6) 2013. An MDR 1061932-2013-01581 is being submitted for a similar event occurred on (B)(6) 2013 at this customer site.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the tubing for any visible problems in placement through all valves. (None found out of place.) The fse checked patient data, and discovered aperture 2 was blocked or partially blocked during night runs. The instrument was shut down and the problem did not reoccur after a startup. While on site, the fse performed shutdown, startup and ran controls. The fse monitored the instrument operation for a short time and indicated that patient samples were run well. The fse returned to the customer site two days later and performed additional service to the instrument (documented in MDR 1061932-2013-01581). Failure mode was any or a combination of the following: white blood cell (wbc) aperture o-ring, clogged or partially clogged apertures, dirty hemoglobin (hgb) cuvette, chokes for wbc bath and hgb chamber 5psi drain, mixing bubble check valves, vent chamber for both baths, and hgb chamber vent line.